Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 377 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. It was noted that the patient was unsure if the pink slide moved forward, but the cannula was visible. Hyperglycemia treated with correctional bolus, pen correction and a new pod.